Manufacturer narrative:
This report is being filed to correct the serial number field, expiration date field, manufacturer date field, and unique identifier field.

Event description:
It was reported that three months after implant the patient experienced occasional dizziness. It was noted that the pace impedance measurements and pacing thresholds had increased. A revision took place and repositioning the lead did not resolve the issue. The lead was surgically abandoned, and a new lead was used. No adverse patient effects were reported.

Event description:
It was reported that three months after implant the patient experienced occasional dizziness. It was noted that the pace impedance measurements and pacing thresholds had increased. A revision took place and repositioning the lead did not resolve the issue. The lead was surgically abandoned, and a new lead was used. No adverse patient effects were reported.